Event description:
Haptic was tucked when coming out of isert. The doctor could not get the haptic to straighten out properly. The lens had to be explanted lens and use another hoya lens.

Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Device evaluation details from qa in (B)(4). The product was not returned, visual inspection was not performed and further information could not be provided. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. (Serial no.: (B)(4) -model 231.

Event description:
Haptic was tucked when coming out of isert. The doctor could not get the haptic to straighten out properly. Chose to explant the lens and use another hoya lens. No patient injury.